Event description:
It was reported that stent dislodgment occurred. The 85-90% stenosed target lesion was located in the moderately calcified left anterior descending (lad) artery. A 4.00x16mm promus premier¿ drug-eluting stent was used to treat the target lesion. However, the stent came off the balloon when the physician was trying to cross the target lesion. The physician then tried to retrieve the dislodged stent with a snare, but was unsuccessful. Subsequently, the physician proceeded with crushing the stent against the artery wall with a balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).